Event description:
It was reported that while using the device, the lock came loose and the surgeon drilled into the patient's epiphyseal plate. In addition, the surgery time was delayed greater than 30 minutes. The surgery was completed with no further reported incidents.